Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h965458880 in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical a (B)(6) 2015 complaint report was reviewed for bioflo PICC product family and the failure mode: "catheter occluded - removed." No adverse trends were identified. Visual inspection was performed on the returned catheter and two kinks were noted - one at the 4cm mark, and one located between the 5 and 6cm marks. The sample was flushed with not difficult using a 10ml syringe. A 0.018" guidewire was inserted through both lumens with no noticeable resistance in the areas of the compressions/kinks. The catheter was cross-sectioned just distal to the suture wing and no tubing abnormalities or thin spots were visible. Measurements taken of the catheter tip and body ID, od, width of lumen and thickness of septum wall were all found to be within specification. The reported complaint of occluded catheter tubing cannot be confirmed, however, the catheter was confirmed for damage/kinks in the catheter tubing. The sample was evaluated and was found to be dimensional and functionally acceptable. It is possible that the kinks could have contributed to the reported occlusion, however they do not appear to be related to the mfg process, and their root cause is unk. Mfg process controls for this include a 100% in-process visual inspection for molding defects and a guidewire insertion test to verify lumen patency. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak. Packaging procedures include visually inspecting all components for damage and ensuring that no components are pinched between the tray lid and the base. The directions for use packaged with the bioflo PICC contain guidance and precautions regarding the flushing of the catheter. ((B)(4)).

Event description:
As reported by navilyst medical's distributor in (B)(4), an indwelling PICC was removed due to a blockage which occurred after administration of antibiotics and flush. The pt condition was unaffected by this event. The used catheter has been returned to navilyst medical.